Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was poor communication and no telemetry with recharging. The patient was getting the reposition antenna screen on the day of the report despite repositioning the antenna. The last time that the implant was charged was 4-5 months prior to the report, and the last time that the patient had stimulation was unknown. The patient doesn¿t use therapy because it never worked properly. The patient had the device checked by her managing health care provider and a manufacturer representative in 2015, and the manufacturer representative had told her that the lead wires moved from the paddle. The patient could never get stimulation in the correct area. The stimulation goes to her stomach instead of her back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.